Event description:
Related manufacturer reference number: 2017865-2022-13073. It was reported that the patient presented in the emergency room due to atrial fibrillation. Device interrogation revealed undersensing, inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Interrogation also reveled undersensing on the right ventricular (ra) lead. No changes or interventions were performed. The patient was in stable condition.